Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported that the patient had experienced high blood glucose level of 347mg/dl. The customer had blocked insulin flow due to bent cannula. The customer was not using auto mode smart guard feature at the time of the incident. The customer had declined to troubleshoot. Advised the customer to change the reservoir, insulin and infusion set. The customer had continued to use the pump.